Event description:
Drive medical has received an incident report from one of our customers about an incident involving a wheelchair allegedly distributed by drive medical. It is reported that the end user went to sit down in the wheelchair and did not put the seat completely flat. The claimant put his fingers under the seat rail as he sat down in the chair. Claimant pulled his hand away from the chair, but the end of his finger was crushed. The claimant did not contact drive until 2 weeks after the accident. As per our customer, the claimant admitted that the incident was accidental and would not pursue a claim against drive medical. This MDR report is based on the customer's incident report.